Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6)2021, the patient developed itchiness, a rash, redness, inflammation, blisters, and an infection that started ¿from the 2 dots¿ and extended beyond the perimeter of the sensor patch. The patient consulted a healthcare personnel (hcp) on (B)(6) 2021 who prescribed oral antibiotics and recommended discontinuing the use of the dexcom for two weeks. No additional patient or event information is available.